Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 events were originally reported for this failure mode during the reporting quarter. - 7 events were inadvertently excluded. - 19 reported events are included in this follow-up record. Product return status 19 devices were received. Event confirmation status 19 reported events were confirmed. Evaluation results 12 devices were found to be affected by a worn sag head. 3 devices were found to be affected by a corroded sag head. 1 device was found to be affected by worn bearings and rotor. 1 device was found to be affected by worn bearings. 1 device was found to be affected by a corroded rotor. 1 device was found to be affected by an e-box failure.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 12 devices were received. Event confirmation status: 12 reported events were confirmed. Evaluation results: 8 devices were found to be affected by worn components. 3 devices were found to be affected by corrosion. 1 device was found to be affected by an e-box failure. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.